Event description:
The customer contact reported a particulate. The tubing set was being used to deliver an unspecified solution via an unspecified plum pump. After an unspecified length of time in use, the pump alarmed for occlusion. At this time, the healthcare provider noted a "wood, tannish colored silver" in the drip chamber. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.